Manufacturer narrative:
Initial reporter address - (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ends of a one-link non-dehp standard bore catheter extension set are disconnecting. This issue was further described as, ¿et ends are blowing off when they are getting contrasted CT¿. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured on may 12, 2022 - may 13, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.